Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a watchdog timeout alarm. They reported that the insulin pump¿s display was frozen. Troubleshooting was performed. The customer¿s blood glucose level was unknown. The device will be returned for analysis.